Event description:
It was reported via repair work order that the left and right siderail cables were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined only the siderail controls for fowler up/down motion were inoperable from either siderail. This would result in annoyance since this function on the siderails would not be available; however, it is not likely to harm the patient as the fowler function was available on the footboard. Additionally, the nurse call and other motor functions were still available on the siderails. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the left and right siderail cables were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.